Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/18/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box revealed multiple ¿low battery¿ warnings and one ¿replace battery¿ alarm associated with the same battery. The battery compartment threads were found to be damaged. No evidence of moisture contamination found inside battery compartment. A test cap was unable to tightly secure to the pump due to the damage. The electrical current draws were found to meet specifications. The pump case was removed; no evidence of moisture or contamination was found inside pump. No issues were noted with the terminal contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.